Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited a shock impedance measurement of greater than 125 ohms. Technical services discussed troubleshooting options with the health care professional. The device remains in service. No adverse patient effects were reported.